Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection noted body fluid contamination in the rv lead barrel and a hole in the rv lead seal plug; all other seal plugs were intact. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an upgrade procedure from a pacemaker to a cardiac resynchronization therapy defibrillator (crt-d) when the physician was sewing up the pocket, episodes of noise which led to oversensing and pacing inhibition with asystole of two to three seconds were observed. It was noted that the shocking right ventricular (rv) lead was placed in a good position relative to the abandoned lead and there did not appear to be chatter on fluoroscopy. The physician repositioned the rv lead, disconnected and reconnected the lead. When the crt-d was placed back in pocket and the physician started sewing it up oversensing of noise was seen again. A new shocking rv lead was implanted with good diagnostics and normal defibrillation threshold (dft) tests. Once again when the physician was sewing up the pocket there was oversensing of noise leading to pacing inhibition with two to three seconds of asystole. After performing a tug test and massaging the device, the physician opted to use another crt-d as he was concerned over a possible issue with the header. A different device was implanted with the same second rv lead and no further issues of noise were observed. The first attempted shocking rv lead and crt-d were attempted and not implanted. Boston scientific technical services (ts) was consulted after the case and discussed possible reasons for this issue to occur. No adverse patient effects were reported.